Event description:
Caller reported a cgm error 42 with their #g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, after which the error did not reappear, and the caller was able to successfully start their sensor session.